Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was arterial sclerosis. The caller stated that diabetes and heart attack lead to the customer's death. The customer had heart disease. The customer's blood glucose, at the time of death, was 28 mg/dl. The customer was wearing the insulin pump at the time of passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. Pump passed functional testing.